Event description:
Customer reportedly received results of 270 mg/dl on the advantage system and 130 mg/dl on a professional's meter within 10 minuts. No symptoms reported with these results. No actions taken based on device results. The discrepant result were obtained at the customer's place of employment. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.